Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that post-operative scan showed that all electrodes were off target. However the surgeon claimed that the placement is acceptable.

Manufacturer narrative:
It was reported that an inaccuracy was noticed on the post-op images. DHR review did not identify any contributory factors to the event. Review of complaint history showed that another complaint (B)(4) was received for an inaccuracy on this device. According to technical investigation the inaccuracy is confirmed but the cause cannot be confirmed. The inaccuracy could be due to an issue during the acquisition of the CT or an undetected movement of the head.

Event description:
It was reported that post-operative scan showed that all electrodes were off target.however the surgeon claimed that the placement is acceptable.